Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred with a bipap a40. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be confirmed. Although there was no failure found, error code e-45 and e-66 were observed in the error log. The device passed final testing.